Event description:
It was reported that on this implantable pacemaker there are frequent episodes of myopotential oversensing observed on the right atrial (ra) lead. Technical services (ts) was consulted and reviewed the stored electrograms (egms) and advised there is significant noise on the ra lead. Ts provided troubleshooting and advised further evaluation in-clinic along with consideration of a chest x-ray for further lead evaluation. The patient has been asymptomatic with these events. At this time, the device and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.